Event description:
Early crtd battery depletion due to high lv pacing threshold / output and high programmed pacing rate (80bpm). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).